Event description:
This lead was explanted due to high thresholds and noise. Lead tip fractured off and remained stuck in the interventricular septum. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 12-may-2023 additional information received: the provided x-ray showed that the distal end region of the lead was found bent. Upon receipt, a 54 cm length fragment of the lead body was received for analysis. The lead tip and the is-1 connector pin were not returned. The analysis showed that the lead body was sound squeezed and damaged 39 cm proximal to the edge of the fragment, which most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Additional information: the provided x-ray showed that the distal end region of the lead was found bent.

Manufacturer narrative:
Upon receipt, a 54 cm length fragment of the lead body was received for analysis. The lead tip and the is-1 connector pin were not returned. The analysis showed that the lead body was sound squeezed and damaged 39 cm proximal to the edge of the fragment, which most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.